Event description:
Guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD), which is included in an advisory population, has retained legal counsel and filed a lawsuit. New information received indicates that this device was explanted after it had declared elective replacement indicator (eri) prematurely due to long charge times.

Manufacturer narrative:
The product is currently on legal hold and as such cannot be analyzed by the reliability assurance laboratory. Upon completion of the analysis, the event will be updated. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4) 2007) advisory population.